Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the rotor assembly and the rotor bearings do not turn smoothly.

Event description:
It was reported that the core sumex drill heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event. Upon evaluation at the manufacturer the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation.